Manufacturer narrative:
Concomitant medical products: product ID :977a260, serial# :(B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-may-2021, UDI#: (B)(4), (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported via the manufacturer representative that the battery was overdischarged due to non-compliance with recharging. A physician mode recharge was attempted. The patient described that it wasn¿t helping as much which led to him not keeping up with the recharging. The hcp got an x-ray which showed one of the leads had moved. Reprogramming was done to try to recapture the pain area and the patient stated that it was helpful but the recharging effort wasn¿t worth the relief as it took 4-6 hours. The patient explained that he does heavy lifting when working and thinks that may have moved his lead. The patient mentioned it was painful to lay on his back with the system charged so he turned it off. The issue was not resolved at the time of the report and surgical intervention was planned but had not yet been scheduled.